Event description:
Received info stating customer received an altitude alarm after spending the day by a pool and going into the water with the pump in a waterproof case. Reportedly, the customer's blood glucose level was 283 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a follow report will be submitted.